Event description:
It was reported that the plunger of the reservoir got broken off. Follow up with customer indicated that the detached part was the cap of the reservoir. No pt complications were reported.

Manufacturer narrative:
Device not returned.